Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). In addition, there was noise with the potential of t-wave oversensing (twos) occurring with the right ventricular (rv) lead. No additional information could be obtained through follow-up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.